Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the lab evaluation (B)(6) 2022.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on 19-apr-23 and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c1798727 involved in this complaint device was returned for evaluation, open in its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 17th november 2022. Flexor was observed to be crumpled at 11 cm from the white tip. Additional information was requested as follows: "the additional information provided states that the elevator was in a closed position . IFU states that the elevator should be open. Would the elevator being closed have contributed to the failure or should the user error be captured under an additional file?" Additional information was received as follows: "yes the fact that the elevator was closed would have contributed to the failure. I believe it can be one complaint of user error." Images were provided to support the complaint investigation. Stent is partially deployed and flexor appears to be crumpled. Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1798727 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1798727; upon review of complaints this failure mode has not occurred previously with this lot #c1798727. The instructions for use IFU which accompanies this device instructs the user to "with elevator open, advance device until endoscopically visualized exiting endoscope"." There is evidence to suggest that the customer did not follow the instructions for use, as the position of the elevator was closed. Image review: n/a. Root cause review: a definitive root cause could be determined from the available information. A definitive root cause could be attributed to the user error, as the position of the elevator was closed. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on visual and/or functional inspection. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
User advanced the delivery system to desired position but found out the stent is out of shape during deployment which cannot allow stent to successfully released. User then retracted the stent and delivery system and changed to another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." General questions: 1. At what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) stent placement. 2. What endoscope type and channel size was used? Olympus tjf 260v. 3. What was the position of the elevator? Was it opened or closed? Closed. 4. Details of the wire guide used (diameter, type, make)? Metii-35-480. 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Delivery system reached the patient's anatomy. 6. How long was the stent in the patient by the time this complaint occurred? Not "released." 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Stricture information: 1. What was the length and diameter of the stricture? Long 4cm, diameter 3 mm. 2. Where was the stricture located in the body? Common bile duct. 3. Was there resistance felt passing wire guide through stricture? Yes. 4. Was there resistance felt passing the evolution through stricture? Yes. 5. Was the stricture dilated before stent placement? Yes. Questions related to during insertion into patient: 1. Was the product inspected for kinks or damage before use? No. 2. Was resistance felt during insertion into patient? If yes, at what point? Pylorus and duodenum. Questions related to during stent placement: 1. Did the product fail during stent deployment or recapture? Yes 2. Was the directional button pressed during use? Yes. 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Delivery system . 4. Was the yellow marker kept in view during deployment? Yes. 5. Are images of the device or procedure available? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the receipt of additional information on 19-dec-2022. Additional information received as follows: "yes the fact that the elevator was closed would have contributed to the failure. I believe it can be one complaint of user error."

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.